Event description:
It was reported that the delivery system could not be advanced to the target lesion as the delivery system became caught on the guide wire. As reported this was the last of three different systems used during treatment of an atherosclerosis in the left superficial femoral artery via the right femoral artery, antegrade approach. The delivery system and the wire were removed as one unit and another wire and another stent delivery system were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: a review of manufacturing records was not required, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: a stent delivery system was returned. Based on the evaluation of the sample the reported blockage of the guidewire lumen could be confirmed. An obstruction of the guidewire lumen in the area of the fast track deployment lever was identified. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported failure could not be determined. Labeling review: in reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address the potential factors. The IFU states: "flush the inner lumen of the stent system with heparinized normal saline prior to use." And "if resistance is met during stent system introduction, the stent system should be removed, and another stent system should be used." The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the lifestent products that are cleared in the us. The 510 k number and pro code for the lifestent products are identified in d2 and g5. H10: d4 (expiration date: 09/2020), g4, h6(device code: 2976 - material deformation). H11: b5,d10, h3, h6(methods, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number has not been cleared in the u.s. But, it is similar to the lifestent products that are cleared in the us.

Event description:
It was reported that the delivery system could not be advanced to the target lesion at the delivery system became caught on the guide wire. As reported this was the last of three different systems used during treatment of an atherosclerosis in the left superficial femoral artery via the right femoral artery, antegrade approach. The delivery system and the wire were removed as one unit and another wire and another stent delivery system were used to complete the procedure. There was no reported patient injury.